Event description:
A customer reported to baxter (B)(4) of 1 unit of a clearlink continu-flo in which a nurse stated that there was resistance while delivering 5% dextrose in a syringe to a patient and they felt that they had to push hard to deliver the medication through the clearlink valve the process step was during patient-use; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.